Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a service required message after a shift check failure for external paddles. No pt involvement.